Event description:
It was reported that the needle eclipse 22x1-1/2 rb experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305763 batch no: 0143254. Safety lock of needle falls off when uncapping and when engaging safety lock level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Manufacturer narrative:
Initial reporter facility name: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle eclipse 22x1-1/2 rb experienced a broken safety mechanism. The following information was provided by the initial reporter: material no: 305763 ; batch no: 0143254. Safety lock of needle falls off when uncapping and when engaging safety lock level of harm: no effect - did not reach patient - detected before use or does not touch person during use. Who was affected? No person affected.